Manufacturer narrative:
The tech found the weldment on the side rail swing arm is broken. The tech replaced the side rail to resolve the issue.

Event description:
The tech alleged the side rail is broken. No pt impact.